Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent primary breast augmentation with a 275cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively; confirmed after consultation with a medical professional. The patient underwent bilateral explantation and replacement with catalog number 3501650; serial number (B)(4) on the left side, and with catalog number 3501650; serial number (B)(4) on the right side on (B)(6) 2015.